Manufacturer narrative:
The associated complaint device was not returned. A review of complaint history did not reveal additional complaints for the listed device. Without the actual device involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. The clinical medical investigation concluded that no relevant clinical medical information was provided to conduct a thorough medical assessment. No further actions are being taken at this time. We consider this investigation closed.

Event description:
Rt hip revised from a competitor product to a long stem redapt in (B)(6) 2018 pt c/o pain implant was loose subsequent to redapt insertion she presented with sepsis and redapt stem was removed.